Event description:
It was reported that the device was found in bvvi reset. The device image could not be retrieved due to loss of telemetry. Inappropriate shocks were delivered. The device was explanted and replaced.

Manufacturer narrative:
The reported device reset was confirmed in the laboratory and was due to low battery voltage. Evidence of excessive charging was found. The device suffered a reset due to battery depletion seconds after the last high voltage charge initiation on (B)(4) 2012. The manufacturer found the battery to be depleted but without damage or defect. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.